Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed bruising under the yellow ECG electrode. The skin was further described as red and partly open. The patient visited his physician and was given an ointment. Follow-up indicated that the skin condition was better.